Event description:
The patient was undergoing an exploratory laparoscopy, right hemicolectomy and mobilization of a hepatic flexure. The surgeon was utilizing a ligasure advance monopolar sealer/divider when the surgeon noted a 1mm black/grey speck of material had flaked off the device. The flake was recovered from the patient's abdomen. The surgeon did feel the handpiece of the device felt like it wasn't "working right" but did not elaborate on how it felt different than usual. The device and flaked material were both retained for evaluation purposes. No injury to patient.